Event description:
The pt was hospitalized for elevated blood glucose levels and dka. The pt reported that the pump was not properly delivering or recording insulin boluses. The pt also reported that the pump had been exposed to two MRI scans.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The pt reported that the pump was exposed to two MRI scans. The pump user guide advises that the device should not be exposed to very strong electromagnetic fields such as MRI's. The user guide states that the pump should be removed and kept outside of the exam room during MRI procedures. If the device is returned, and evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of anima's of any deficiency in the performance of the device.